Event description:
It was reported that while inserting the catheter, a fracture was discovered on the catheter body near the pa distal, where it connects. Inserted new catheter. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Pa distal lumen leakage was observed at the extension tube to hub junction. The distal extension tube broken more than half way around the circumference of the tube.